Manufacturer narrative:
A: patient information added. B3: date of occurrence added. B5: information regarding the event added. B6: confirmatory beta hcg result added. B7: additional patient information added. D4: lot number and UDI information added. D11 & c2: bipolar medication added. Investigation conclusion: retention devices for the reported lot number were tested with clinical hcg-negative urine. Results were read at 3 minutes. All test devices produced expected negative results at the read time. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. No deviations were noted regarding technique, storage, or handling based on the information provided. A probable root cause could not be determined. This test provides a presumptive diagnosis for pregnancy. A false positive result can be caused by a variety of factors and interfering substances. Please refer to the limitations and interfering substances section of the package insert. For these reasons, a secondary analytical method must be used to obtain a confirmed result.

Event description:
(B)(6) 2019: patient presented to facility for a depo provera shot. Urine sample was tested 2x on the consult hcg urine cassette and a positive result was obtained both times. Confirmatory beta hcg quant provided a negative result of <2 miu/ml. Depo provera shot and prescription refill for bipolar disorder were withheld based on the false positive result. No treatment/procedure was provided based on the false positive result. No adverse patient outcomes reported. Patient is determined to not be pregnant.

Manufacturer narrative:
D4: lot number and UDI information added. Investigation conclusion: retention devices for the reported lot number were tested with clinical hcg-negative urine. Results were read at 3 minutes. All test devices produced expected negative results at the read time. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. No deviations were noted regarding technique, storage, or handling based on the information provided. A probable root cause could not be determined. This test provides a presumptive diagnosis for pregnancy. A false positive result can be caused by a variety of factors and interfering substances. Please refer to the limitations and interfering substances section of the package insert. For these reasons, a secondary analytical method must be used to obtain a confirmed result.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported a false positive in the month of august. There was no report of an adverse event. Although requested, no other information was received about the patient or the event details.